Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Patient injury concerns/ damage to ureter. During the transurethral stone retrieval procedure, the surgeon found patients ureter wall might be damaged since fat tissues was observed in the endoscopic image. The facility could not determine if the ureter wall was damaged or perforated. The facility completed the procedure using the subject device. There is no supplemental report about perforation and no need for specific treatment for patient ureter damage.